Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for one patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3) as the results may not match the patient's clinical condition. The customer provided the sample for investigation where erroneous tsh results were identified between the customer's elecsys, an e170 used at the investigation site, a centaur analyzer from an external laboratory and an architect analyzer from an external laboratory. The date of tests performed at the customer site is not known. The erroneous results from the customer site were reported outside of the laboratory. The tsh result from the customer site was 0.65 uiu/ml. On (B)(6) 2015, the repeat result from the e170 at the investigation site was 0.650 uiu/ml. The repeat result from the centaur analyzer was 0.500 uiu/ml. The repeat result from the architect analyzer was 0.461 uiu/ml. No adverse event was reported. The e 170 analyzer serial number used at the investigation site was (B)(4). The tsh reagent lot number used at the investigation site was 179690 with an expiration date of 06/2015. The serial number for the customer's elecsys analyzer is not known. A specific root cause could not be identified. Based on the available data, a general reagent issue could be excluded. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.